Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is stuck. Associated malfunctions for this device; poppet valve not shifting, heat exchanger coupling, sieve tubes, compressor inlet tube, clamps, and zip ties are leaking, cooling fan and mounts are loud.